Event description:
This is a literature article report, that summarizes 20 patients who reused the homechoice cassette coincident with peritoneal dialysis (pd) therapy. Patients were instructed to reuse the cassette two times for a total of three nightly intermittent pd treatments. There was no patient injury or medical intervention associated with this event. This is patient 16 of 20 identified in this literature article.

Manufacturer narrative:
(B)(4). The reported event occurred sometime between june - december 1995. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. At the time this event occurred, baxter printed pouches for disposable products intended for single use with ¿this device is intended for single use only¿. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. Ponferrada, l.p., et.al. A cluster of gram-negative peritonitis episodes associated with reuse of homechoice cycler cassettes and drain lines. Peritoneal dialysis international 1996; 16:636¿638.